Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after an occlusion alert with the ilet, with insulin delivery subsequently resumed and blood glucose peaking at 224 mg/dl and remaining above range for about an hour. Symptoms included elevated blood glucose without reported acute clinical sequelae. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and blood glucose trending down after insulin delivery resumed. Investigation included user troubleshooting and education to monitor and consider changing supplies if glucose did not return to range, along with follow-up confirming stabilization. Investigation of this case revealed that the cause of the hyperglycemia was unclear following an occlusion alert with insulin delivery resumption. It was concluded that the event was non-serious with resolution once therapy continued and that no further medical action was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.